Event description:
Sales consultant reported a pt death as follows: a female with longstanding history of degenerative disc disease was admitted for extensive posterior fusion (t10 to ileum) in two stages. First stage anticipated removal of old hardware and placement of pedicle screws. Second stage anticipated rod placement. First surgery performed 2009, and old hardware was removed but pt experienced significant blood loss requiring closure. A second surgery was performed two days later, and synthes pedicle screws were inserted. A third surgery for placement of synthes rods was scheduled three days later. Sales consultant arrived on the same day, for third surgery expecting use of synthes' new ileo-sacral system but was informed by or staff that pt was compromised and plans had changed. Upon entering or # 9, sales consultant learned that vertebroplasties of t8 and t9 with norian crs and synthes' cavity creation system were planned prior to rod placement. During t9 vertebroplasty, anesthesia reported that the pt was becoming hypotensive. At the time, sales consultant left or # 9 and checked on the procedure in or # 10. Sales consultant left or # 10, looked into or # 9 through a window from core of operating suite and saw that surgery had continued with rod placement. Sales consultant reentered or # 9 to ask whether certain additional rodding instruments were needed and was told they were not. Sales consultant left or # 9 and reentered or # 10. Later, sales consultant overheard that pt in or # 9 had expired. This report is # 2 of 3 for the same event.

Manufacturer narrative:
Autopsy reportedly performed 2009. Medical records, including autopsy report, have been requested from the hosp. Surgeon questionnaire has been sent. Implants not removed from the pt. MFR site and MFR date cannot be determined without lot number. Cannot be determined without catalog number. Investigation is ongoing, no conclusion can be drawn. No lot number was provided. Mfg records cannot be reviewed without the lot number.